Manufacturer narrative:
Lot/serial# 043150613: (B)(4). Lot/serial# 041381710: (B)(4). Lot/serial# 03446166: (B)(4). Additional devices implanted and/or related to this event: (B)(4) .

Event description:
On (B)(6) 2005, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported on an unknown date in (B)(6) 2017, the patient presented with a proximal and distal endoleaks and the physician performed a reintervention. The physician extended the already implanted endoprostheses with a cook endograft. The patient tolerated the reintervention. On (B)(6) 2017, the patient presented with a contained ruptured abdominal aortic aneurysm, 11 cm. A non-contrast computed tomography revealed a left distal type I endoleak. The physician extended distally the implanted endograft and coiled the left hypogastric artery. The patient tolerated the procedure.